Event description:
A female consumer reported that she purchased a 10 oz bottle of revitalens ocutec multipurpose disinfecting solution. She was travelling and stored the product in her suitcase. She indicated that about 9 oz leaked out. Because she was travelling, the bottle will not be returned.

Manufacturer narrative:
Concomitant products: not applicable. Alternative report identification number (B)(4). The retained sample was visually inspected by the manufacturer. The device met product release specifications; no leakage was noted. Functional testing was performed on the retained sample and it met specifications; no leakage was noted. Manufacturing records were reviewed. After batch documentation review, no relevant incident was observed and all results met specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.